Event description:
Pt experienced flushing of face after infusion of timentin 3.1 gm IV via midline catheter. Flushing occurred approx 1/2 hour post infusion and lasted "a few minutes." Pt's catheter was pulled 1/22/96 and another catheter was inserted (same MFR, both catheters made of same material and flushing still occurred.